Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a male patient underwent a right cmd, ibd and cmd infrarenal graft procedure. During surgery, after inserting the sheath and while removing the dilator, the plastic hub separated from the dilator. This resulted in making the re-introduction of the dilator over the wire or removing it, difficult. A second sheath was opened and this dilator was used for the remainder of the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "upon removal from package, inspect the product to ensure no damage has occurred.¿ review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The visual inspection of the returned device reported that only a 12.0 fr. Hfanl yellow dilator was returned for investigation. The dilator shaft and hub were separated. The dilator flare was visually inspected and appeared not to be manufactured to specification (flare size too small). Based on the information provided, examination of the returned device and the results of our investigation, the root cause is likely related to insufficient cooling during the flaring manufacturing process. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a male patient underwent a right cmd, ibd and cmd infrarenal graft procedure. During surgery, after inserting the sheath and while removing the dilator, the plastic hub separated from the dilator. This resulted in making the re-introduction of the dilator over the wire or removing it, difficult. A second sheath was opened and this dilator was used for the remainder of the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.